Event description:
The caller states the customer tested 8.8 mmol/l on the mobile system. After this result she thought he had a stroke because he was having speech problems. An ambulance was called, and the customer tested 2.0 mmol/l on the professional system approximately 15 minutes after the mobile result. The customer was treated with liquid glucose. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.